Event description:
As reported by a field clinical specialist, a patient underwent a valve-in-valve (viv) transfemoral tavr procedure in the aortic position. The patient had a 26mm sapien 3 valve originally implanted in 2017. Approximately 5 years and 3 months later, the s3 valve started failing due to stenosis. The patient then underwent a viv procedure with a 23mm sapien 3 ultra inside of the original s3 valve.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for post implantation stenosis was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 5 years and 3 months later, the s3 valve started failing due to stenosis. The patient then underwent a viv procedure with a 23mm sapien 3 ultra inside of the original s3 valve." Additionally, it was noted that the patient had history of renal failure and diabetes. It is well known that patients with pre-existing co-morbidities (renal failure or kidney disease, diabetes) may be predisposed to bioprosthetic calcification. Furthermore, tissue calcification can cause leaflet thickening thereby causing stenosis. As such, available information suggests that patient factors (kidney disease, diabetes) may have contributed to the complaint event. A definitive root cause is unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.